Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported that the patient has a tightly "knuckled" and bovine thoracic arch. The patient had undergone a carotid-subclavian bypass several days ago in preparation for placement of an endograft. Due to the patient's narrow, tortuous access vessels, the talent thoracic graft was inserted via the common iliac artery. The proximal portion of the delivery system was placed initially beyond the origin of innominate artery. The first two stent rings were opened, and then the proximal portion of the graft was retracted across the origin of the innominate artery and correct deployed at the intended landing zone. It was reported the following day, the patient is unable to move her left arm or to speak clearly. The physician believes that retracting the two rings of the endograft across the origin of the innominate may have contributed to the stroke. The physician will monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Eval results: (neurological new cva). (Narrow and tortuous access vessels). Conclusion: (narrow and tortuous access vessels).